Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber connector was analyzed, and it was found that the light was not passing through, indicating an internal connector fracture and no aim beam exiting the fiber tip. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initial reported allegation was confirmed. During functional testing the console showed: treatments used: 0, treatments left: 10. According to the instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on the gathered information, cause traced to component failure was selected as the conclusion code.

Event description:
It was reported that during a procedure, the fiber was unpacked and connected, but laser irradiation could not be performed. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified a connector fractured.